Event description:
It was reported that the bd luer-lok syringe needle was defective. The following information was provided by the initial reporter: "caller reported syringe squirted all over their face and clothing." ¿ caller reported syringe squirted all over their face and clothing. ¿ with how many syringes/needles did the caller experience the issue? ¿ one ¿ was the syringe/needle reused? - no ¿ product with issue - bd 5ml syringe, pn 309646 ¿ is product available for return to bd? ¿ no ¿ product lot # - unavailable ¿ did issue cause any injury? - no ¿ how did the caller resolve the issue? ¿ changed syringe and needle and successfully filled a cartridge with insulin. Resolution ¿ cts to replace needle/syringes with cartridges box. Customer feels as box is faulty. Cts to send replacement cartridge box for customer satisfaction.

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time.

Event description:
Material#: 309646, lot#: unknown. It was reported by the customer reported that caller reported syringe squirted all over their face and clothing. Verbatim: rcc received a complaint via email. Email(s) attached. Caller reported syringe squirted all over their face and clothing. With how many syringes/needles did the caller experience the issue? ¿ one. Was the syringe/needle reused? - no. Product with issue - bd 5ml syringe, pn 309646. Is product available for return to bd? ¿ no. Product lot # - unavailable. Did issue cause any injury? - no. How did the caller resolve the issue? ¿ changed syringe and needle and successfully filled a cartridge with insulin. Resolution ¿ cts to replace needle/syringes with cartridges box. Customer feels as box is faulty. Cts to send replacement cartridge box for customer satisfaction.

Event description:
No additional information was provided.

Manufacturer narrative:
Pr (B)(4) follow up report for correction. The event/product problem was incorrect in the initial MDR. Correct event/product problem is other as the device is a syringe and not a needle.